Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was unable to charge when plugged into a wall outlet using the tandem usb cable and wall adapter. The customer's blood glucose (bg) was 130 mg/dl. A replacement wall adapter and usb cable were sent to the customer. Multiple contact attempts were made by tandem technical support to determine if the issue was resolved using the new adapter and cable; however, no additional information could be obtained.